Manufacturer narrative:
A follow up MDR was generated in error. No additional information is available at this time.

Event description:
A user facility¿s inventory manager reported that two dialyzer blood leaks occurred during a patient¿s hemodialysis (hd) treatment. Additional details were provided upon follow-up with the facility. It was confirmed there were two consecutive dialyzer blood leaks that occurred during a patient¿s hemodialysis (hd) treatment. The first blood leak occurred approximately one minute into the patient¿s hemodialysis (hd) treatment. The machine, a fresenius 2008k2 machine, alarmed appropriately with a blood leak alarm. Blood was visually observed at the top of the dialyzer, outside of the fibers. The blood leak was confirmed to be internal; it was contained within the closed circuit. A blood test strip was used, and it tested positive for the presence of blood. There was no obvious damage noted on the dialyzer. The patient¿s blood was not returned, resulting in an estimated blood loss (ebl) of approximately 25 ml. The patient was re-setup with new supplies and a second blood leak occurred. The second blood leak occurred about one minute after treatment was restarted. The machine alarmed again with a blood leak alarm. The blood leak was visually observed at the same location, at the top of the dialyzer (outside of the fibers). A blood test strip was used, and it tested positive. There was no physical damage noted on the device. The patient¿s blood was not returned which resulted in another (approximately) 25 ml of blood loss. The patient was re-setup with new supplies on a different machine and was then able to complete their treatment without further interruption. There was no patient injury, no adverse effects were experienced, and no medical intervention was required as a result of the reported events. Both dialyzers were unavailable for return as they were discarded.

Manufacturer narrative:
Plant investigation: the reported complaint was not confirmed as the complaint device was not returned for manufacturer evaluation. A production records review was performed on the reported lot. An investigation of the device history records (DHR) was conducted by the manufacturer. There was one approved temporary deviation notice (dn) reported on the lot which was unrelated to the complaint event. There was no indication of product nonacceptance, deviation, non-conformance, rework, labeling or process control failure during the manufacturing process which could be associated with the reported event. The lot met all release criteria. A definitive conclusion regarding the complaint incident cannot be reached without physical examination of the actual device. Therefore, the complaint is not confirmed. Continuous improvement is of the utmost importance to fresenius medical care as we strive to provide dialysis products of the highest quality to our patients. Reports of leaking product are investigated both individually as complaints, as well as via the nc/CAPA program, in order to assess and improve our products and processes. Capas for vision systems and blood leak reduction are recent examples of leak related investigations directed at an overall reduction in dialyzer leaks.

Event description:
A user facility¿s inventory manager reported that two dialyzer blood leaks occurred during a patient¿s hemodialysis (hd) treatment. Additional details were provided upon follow-up with the facility. It was confirmed there were two consecutive dialyzer blood leaks that occurred during a patient¿s hemodialysis (hd) treatment. The first blood leak occurred approximately one minute into the patient¿s hemodialysis (hd) treatment. The machine, a fresenius 2008k2 machine, alarmed appropriately with a blood leak alarm. Blood was visually observed at the top of the dialyzer, outside of the fibers. The blood leak was confirmed to be internal; it was contained within the closed circuit. A blood test strip was used, and it tested positive for the presence of blood. There was no obvious damage noted on the dialyzer. The patient¿s blood was not returned, resulting in an estimated blood loss (ebl) of approximately 25 ml. The patient was re-setup with new supplies and a second blood leak occurred. The second blood leak occurred about one minute after treatment was restarted. The machine alarmed again with a blood leak alarm. The blood leak was visually observed at the same location, at the top of the dialyzer (outside of the fibers). A blood test strip was used, and it tested positive. There was no physical damage noted on the device. The patient¿s blood was not returned which resulted in another (approximately) 25 ml of blood loss. The patient was re-setup with new supplies on a different machine and was then able to complete their treatment without further interruption. There was no patient injury, no adverse effects were experienced, and no medical intervention was required as a result of the reported events. Both dialyzers were unavailable for return as they were discarded.

Event description:
A user facility¿s inventory manager reported that two dialyzer blood leaks occurred during a patient¿s hemodialysis (hd) treatment. Additional details were provided upon follow-up with the facility. It was confirmed there were two consecutive dialyzer blood leaks that occurred during a patient¿s hemodialysis (hd) treatment. The first blood leak occurred approximately one minute into the patient¿s hemodialysis (hd) treatment. The machine, a fresenius 2008k2 machine, alarmed appropriately with a blood leak alarm. Blood was visually observed at the top of the dialyzer, outside of the fibers. The blood leak was confirmed to be internal; it was contained within the closed circuit. A blood test strip was used, and it tested positive for the presence of blood. There was no obvious damage noted on the dialyzer. The patient¿s blood was not returned, resulting in an estimated blood loss (ebl) of approximately 25 ml. The patient was re-setup with new supplies and a second blood leak occurred. The second blood leak occurred about one minute after treatment was restarted. The machine alarmed again with a blood leak alarm. The blood leak was visually observed at the same location, at the top of the dialyzer (outside of the fibers). A blood test strip was used, and it tested positive. There was no physical damage noted on the device. The patient¿s blood was not returned which resulted in another (approximately) 25 ml of blood loss. The patient was re-setup with new supplies on a different machine and was then able to complete their treatment without further interruption. There was no patient injury, no adverse effects were experienced, and no medical intervention was required as a result of the reported events. Both dialyzers were unavailable for return as they were discarded.

Manufacturer narrative:
Note: this report captures the second of two consecutive blood loss events involving the same patient, please see associated MDR (MFR report #: 1713747-2024-00514). The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.